Event description:
Customer reported via phone call that the insulin pump was damaged and cracked. The blood glucose level was 103 mg/dl at the time of incident. The product will be returned for analysis.